Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the mid left anterior descending artery. A 4.5x15mm nc trek rx balloon dilatation catheter (bdc) was advanced and used for post-dilatation; however, difficulty was felt when removing the bdc. It appeared that the balloon did not refold correctly. The procedure was successfully completed after removing the bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon refold issue could not be confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon refold issue or difficulty removing the device. However, factors that may contribute to non-uniform balloon refold (winged) include, but not limited to, large balloon profile, deflation technique, multiple inflations. Additionally, it should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is possible that the larger profile of the 4.5 mm balloon and the reported balloon refold issue contributed to the resistance met with the guiding catheter and/or anatomy during removal. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information: the balloon dilatation catheter and guiding catheter were removed together as a unit. No additional information was provided.